Event description:
Caller said in 2008 he was implanted with a stent in his lower extremity and two in his heart for poor circulation. Five years later, he started complaining of chest pain and was referred to a heart specialist. An ultrasound was performed and was diagnosed with poor circulation and that the stents are clogged. Three moths ago, he went to the emergency room for chest pain and was diagnosed with a heart disease. A month ago, he went to the emergency room and was diagnosed with high glucose and high cholesterol and poor circulation. He tried contacting his doctor but has not yet received any response.